Event description:
Caller reports back to back results of 267 mg/dl and 258 mg/dl on inform system compared to results of 203 mg/dl on istat. Caller reports tests were run on a neonate; comparison of results are greater than 30%. Caller reports quality controls were running fine; no specific results were provided. Treatment received was not provided; caller reports patient was not treated based on meter readings. Call reported patient passed away in 2008. A request was made for return of the suspect product and a replacement was sent.